Event description:
A (B)(6) month old patient was undergoing skin grafting for a burn to her hand. Harvest site was her right thigh. The or nurse put a blade in the dermatome, but the blade was not seated properly, causing a deeper and larger graft site than necessary, and requiring a second harvest site. The (B)(6) may need to undergo grafting to cover the defect.what was the original intended procedure?skin grafting.